Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08750 inches. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 536 mg/dl. Customer¿s current blood glucose level was 430 mg/dl. Customer was treated with manual injection. Drive support cap was flush. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The insulin pump will be returned for analysis.